Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. The review of system log files showed system software related error. Upon troubleshooting, the fse indicated that the suite pc software might be corrupted. To resolve the issue, the fse reloaded the suite pc software, and restored the system backup, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at start up screen. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.